Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no other complaints reported from this lot. The reported unspecified tissue injury is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported inability to grasp appears to be related to challenging patient anatomy. The inability to capture was due to the inability to grasp. The reported unspecified tissue injury appears to be cascading events of the positioning failure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This is filed for difficulty grasping and tissue damage. It was reported that this was a mitraclip procedure, performed to treat functional mitral regurgitation (mr) with grade 4+. The first clip was implanted without issue. The second clip delivery system (cds) was advanced to the mitral valve. Attempts were made to grasp the leaflets; however, difficulty was noted, both grasping and capturing the leaflets. The clip grasped the leaflets, but was unable to maintain the grasp. A leaflet perforation was noted. Therefore, the second cds with the un-implanted clip was removed. Per physician, there was no malfunction with the device, but the issue was with the anatomy. There was no treatment performed to treat the perforation. The procedure ended with one clip implanted and the mr reduced to grade 2-3. No additional information was provided.